Event description:
Customer is unhappy with the discrepancy between a dvh-graph and a dvh-statistic. The customer was first treated on the linac for brain cancer close to the eyes and now the pt shall get an extra irradiation at the tomotherapy device. If it is unsure whether a certain roi has received 5 gy or 10 gy, one cannot make the new plan. (Numbers are just illustrating the problem and shouldn't be used to evaluate the problem.) In this specific case, the chiasma will get 86.6% of the dose according to the graph but only 50% according to the table. A graph should not show something else than the table.

Manufacturer narrative:
Poor routines at the clinic may result in pts getting too high dose.